Event description:
Customer's pharmacist reports lancet sticks while using the softclix lancet device. No information was provided on whether lancet protruded before or after firing. No accidental stick reported. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.